Manufacturer narrative:
Intermediate analysis: the patient¿s atrial sensing has remained stable around 4 mv since on (B)(6) 2025, although multiple failures in atrial auto-threshold measurements have been observed since on (B)(6) 2025. Ventricular sensing has shown fluctuations and variations in r-wave detection over the same period, with a sudden decrease around on (B)(6) 2026. Both atrial and ventricular impedances have remained within specification, with no values =200 o, though isolated points were noted. Since on (B)(6) 2026, episodes of oversensing and simultaneous non-physiological signals (noise/artifacts) on both channels have been recorded, resulting in stimulation inhibition in a patient who is 95% ventricular pacing dependent. The origin of these signals is unknown; based on the available data, the issue may be located at the lead(s) level, but this cannot be confirmed with certainty. The most likely cause is a lead(s) insulation issue. Careful monitoring of atrial and ventricular lead integrity is recommended to ensure adequate sensing and pacing functionality.

Event description:
Reportedly, artifacts were recorded in both egm channels of the right ventricular and atrial leads.

Event description:
Reportedly, artifacts were recorded in both egm channels of the right ventricular and atrial leads.

Manufacturer narrative:
Analysis : for more details please refer to the report enclosed devices history reports (DHR) analysis show that the leads related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. The patient¿s atrial sensing has remained stable around 4¿mv since (B)(6) 2025, although multiple failures in atrial auto-threshold measurements have been observed since (B)(6)2025. Ventricular sensing has shown fluctuations and variations in r-wave detection over the same period, with a sudden decrease around (B)(6) 2026.both atrial and ventricular impedances have remained within specification, with no values =200¿o, though isolated points were noted. Since(B)(6) 2026, episodes of oversensing and simultaneous non-physiological signals (noise/artifacts) on both channels have been recorded, resulting in stimulation inhibition in a patient who is 95% ventricular pacing dependent. The origin of these signals is unknown; based on the available data, the issue may be located at the lead(s) level, but this cannot be confirmed with certainty. The most likely cause is a lead(s) insulation issue. A re-intervention was performed on (B)(6), 2026. The original leads were left in place inside the patient, and new leads were implanted. Based on the available data and considering that the subject leads were not returned for analysis as they remain inside the patient, the most probable hypothesis is an insulation issue with the leads. The results of this investigation are retained and utilized for trending purposes.